Event description:
It was reported that a patient¿s catheter was dislodged/migrated during normal use and required replacement. The patient experienced loss of therapy as a result of the event (¿slow increase in tone¿). X-rays were obtained after a clinic visit on 2015 (B)(6). The catheter was completely explanted on 2015 (B)(6), replaced on 2015 (B)(6), and returned to the manufacturer for analysis. The patient was alive with no injury/recovered without permanent impairment. The pump was used to infuse lioresal intrathecal (also reported as gablofen). Follow up was conducted to obtain additional information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2008 (B)(6); explanted: 2015 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
Analysis of the catheter found no significant anomaly. The catheter body was deformed in shape and/or abrasion but it did not affect infusion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.